Manufacturer narrative:
Device not returned due to patient being hcv positive.

Event description:
Device was used for lower extremity bypass surgery. At the removal of the device, customer felt small resistance but decided to pull it out, then found out that the valve area was broken off. Customer judged that the valve part was remained in the vessel, so that the customer reopened the anastomosis area to perform suctioning. Since the patient was hcv positive, coagulant was added to the blood bottle and customer could not find the valve part. Customer radiographed the patient and judged that the valve was not remained in patient body. Patient's condition is well. Device will not be returned due to the infection..